Event description:
Pt admitted with dehydration, anemia, weakness and aspiration pneumonia had acute onset of shortness of breath and a non q-wave myocardial infarction. Three days later the sao2 was 93% and on 3 liters o2. Twenty mins later the sao2 dropped to 77% and o2 was increased to 5 liters. Pt was anxious, pale, and sweaty. When respiratory therapist arrived, the sao2 was 89% on 5 liters o2. Therapist prepared to give pt prn breathing treatment. She checked the oxygen bubbler for o2 and it was not working properly. She gave pt a respiratory treatment, got another bubbler, and it did work properly. Pt was checked for good flow. Pt's sao2 after treatment and with new bubbler was 94% on 4 liters o2. Defective oxygen bubbler was not saved. Six days later pt had another episode of acute onset shortness of breath. Chest x-ray showed diffuse pulmonary edema. Pt deteriorated and expired. Death is unrelated to the oxygen bubbler.